Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance was unable to perform retained testing as the product expired at receipt of the call. A lot history and batch record review was performed and found satisfactory.